Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a hawkone with a non medtronic 6fr sheath & a 0.014 300cm spider fx embolic protection device as per the IFU to treat a moderately calcified 80% stenosed lesion in the mid superficial femoral artery, pedal artery and great saphenous vein. The vessel was pre and post dilated. It was reported that the black spine detached during advancement where moderate resistance was reported. Catheter was used for a couple passes and when attempts were made to remove the device, the physician reported the removal of the catheter was difficult and would not come out easy. When the device was finally removed, the black spine had detached from tip of nose cone and it was also observed that some wire wrap had occurred. It was not specified how much wire wrap occurred. The procedure was completed after removing the device and using in.pact balloons in post dilation. All the pieces of the device were accounted for and no intervention was required. No patient injury was reported

Manufacturer narrative:
The hawkone connected to a cutter driver was returned for evaluation. No other ancillary devices were included. Visual inspection: the hawkone was inspected. The distal flush tool was located over the distal assembly. The dft was removed and resistance was experienced. The black guidewire tubing was torn off from the housing of the distal assembly. The proximal end of the housing assembly was buckled and twisted. Under microscope a blue fibrous material , likely from a cloth used to wipe down the housing, was observed adhered to the housing. The cutter was located in the approximate area of the vent holes and bends to the laser drilled coils were observed. Functional testing was completed. The thumb switch was attempted to be advanced; however, resistance was encountered and the thumbswitch could not be advanced. If information is provided in the future, a supplemental report will be issued.